Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 serial# (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inches stylet the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision procedure due to lead migration, the physician chose to explant the precision system as blood was in the ipg header. During the procedure, it was discovered that the physician had not tightened the set screw tight enough, allowing blood to seep into the header of the ipg. The patient was re-implanted with a new system and is reportedly doing well.

Event description:
A report was received that during a lead revision procedure due to lead migration, the physician chose to explant the precision system as blood was in the ipg header. During the procedure, it was discovered that the physician had not tightened the set screw tight enough, allowing blood to seep into the header of the ipg. The patient was re-implanted with a new system and is reportedly doing well.